Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018 at 3 pm with blood glucose of 351 mg/dl. The customer's blood glucose was 536 mg/dl, 450, 351 and 266 mg/dl which was treated with treated with the insulin pump and with the insulin drip. The customer was having chest pains and nausea. Troubleshooting was done for high blood glucose and under delivery. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.